Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that for approximately the past month the pump would declare a temperature alarm shortly after the pump was connected to a power source. Subsequently, the pump would not charge properly. The pump was at normal temperature conditions at the time of the alarm. The customer was able to clear each alarm and continue using the pump. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.